Manufacturer narrative:
A correction was made to the date that the manufacturer became aware of the information in the initial report. The date that the new information received was 2016-jun-01. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-06-01 from a device manufacturer representative (rep). The patient's catheter was revised on (B)(6) with a distal catheter. It was not known that the catheter was sheared off until the spinal segment was opened. The patient was going to undergo another revision, this time she would have a total catheter replacement. Her surgery date was (B)(6). The rep was aware of the issue on (B)(6) 2016. It was later noted that the total catheter replacement was a continuation of the event as they were not sure if the issue had been fixed with the earlier revision. No further information was available.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturing representative regarding a patient who was receiving baclofen (concentration 1000 ug/ml, dose 85mg to 48mg) via an implantable pump for multiple sclerosis and intractable spasticity. It was reported that the catheter was completely sheared off but they did not know the cause. A new spinal segment was implanted on this event report date. No medical symptoms were reported. Additional information has been requested regarding the type of baclofen, other medications that patient was taking, pertinent medical history, troubleshooting performed, how the issue was discovered and causality, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.